Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that they were contacted by the hospital staff to help with updating the pump after they had refilled the reservoir. It was reported that the consumer "forgot the refill date" and did not call to scheduled a refill when the pump was alarming. The pump was refill on (B)(6) 2019 and the alarms were cleared. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving hydromorphone with concentration 30 mg/ml at a dose rate of 1.44 mg/day via an implantable pump for spinal pain. It was reported they were using the clinician tablet/application and the logs revealed an empty pump alarm on (B)(6) 2019. The therapy was not intentionally discontinued. No patient symptom was reported. No further patient complications have been reported as a result of this event.